Event description:
During use on a patient, while forwarding the guidewire through the prowler microcatheter the guidewire got stuck within the catheter body. The reporter could not verify if the procedure was peripheral or intracerebral, therefore the event is being reported because lost of target site occurred. There is no patient injury reported with the event. The product will be returned for analysis.

Manufacturer narrative:
All the products were new. Prior to removing and inserting in the patient, all the products were undamaged, and all the products were prep according to IFU guidelines. Constant flush was maintained in the microcatheter, and the microcatheter was flushed between exchanges. After the guidewire did not advance over the microcatheter a new system was utilized to complete the procedure. After removal of the microcatheter and guidewire, both products were undamaged. The guide catheter was not left in place during the microcatheter and guidewire exchange. The guiding catheter was not placed in an acute angle, and the guiding catheter was not kink or bend. The guidewire was not pre-shaped and it was not kink or bed. The target site was not an aneurysm. No additional information was available. The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.